Event description:
Country of complaint: (B)(6). Needle detached from the thread when placed in the needle holder. Failure occurred in two different sutures of the same pack.

Manufacturer narrative:
United states reporting agent notified: (B)(6)2014. Complaint description: needle detached from the thread when placed in the needle holder. Failure occurred in two different sutures of the same pack. Samples received: 14 unopened units. There is one previous complaint of this code/batch. There are no units in OEM stock. OEM tested the needle attachment of all the samples received and the results conform to eom's requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process conform to oe's requirements. Remarks: the complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint s not corresponding (not justified). No further pt info was provided at the time of this report or made available in response to follow-up communication.